Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they were implanted with a bladder neurostimulator and noticed that her neurostimulator was deactivated very regularly. She then had to take her remote control to reactivate it.